Manufacturer narrative:
Evaluation was not possible, as the device has not been returned (method code and results code). Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A review of the device history record was performed which confirmed no inconsistencies (method code). In the event the samples are returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
During an acl reconstruction procedure it was reported that the doctor noticed metal shavings from the blade during surgery. The surgeon was irrigating/flushing intermittently throughout the procedure. It was noted that the surgeon not expressing concern that the sheds were not flushed out and there was no post-operative issue with the patient. Facility is not returning the product for evaluation. There was no reported delay, patient injury or complication.